Event description:
Per the clinic, the patient was hospitilized (date not reported), due to increasing frequency of seizures. A CT scan indicated that the fixture was resting against the dura mater.the device was explanted in (B)(6) of 2012 (exact date not reported), and the patient was fit with an abutment on a previously implanted sleeper site.

Manufacturer narrative:
(B)(4).